Event description:
The pt, underwent a laparoscopic total hysterectomy procedure with pelvic lymph node dissection in 2003. A smooth grasper was used during the procedure and the jaw broke off. The procedure was converted to open surgery and the broken piece was retrieved. The pt has recovered from the open surgery with no adverse impact. The hospital did not save the subject forceps and the retrieved broken piece, nor did they have any records of the product number of the subject forceps. They think it was a karl storz forceps. Company could not identify what the "smooth" forceps could be, nor are company certain that it was a karl storz product. Therefore, company will not file a medwatch report or take any corrective actions at this time.

Event description:
During procedure, jaw of smooth grasper broke off inside pt and could not be found laparoscopically. Pt had to be opened and piece retrieved.

Event description:
Add'l info rec'd from MFR 6/23/04: MFR contacted the initial reporter and learned that, the pt underwent a laparoscopic total hysterectomy procedure with pelvic lymph node dissection. A smooth grapser was used during the procedure and the jaw broke off. The procedure was converted to open surgery and the broken piece was retrieved. The pt was recovered from the open surgery with no adverse impact. The hospital did not save the subject forceps and the retrieved broken piece, nor did they have any records of the product number of the subject forceps. They think it was a karl storz forceps. It was through FDA's report that MFR first learned about this incidnet. MFR could not identify what the "smooth" forceps could be, nor is MFR certain that it was a karl storz product. Therefore, MFR will not file a medwatch report or take any corrective actions at this time.